Event description:
It was reported that patient has experienced an increase in seizures and went to the ER and was given medication (no report of hospital admission). Patient has been referred for a battery replacement. The physician's nurse has responded that the physician believes the cause of the increased seizures is due to depleted battery (normal eos, 0% battery). The seizure level is believed to have risen above pre-vns baseline levels. The increase in seizures was reported in clinic notes dated 10/02/2024 in an interrogation of the device revealed that the battery was at 8-15% remaining. The assessment that the cause is due to 0% battery is not accurate. Follow up with the physician's office will be made and no conclusion coding will be added at this time.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Implant card was received indicating patient had a prophylactic battery replacement. A historical data analysis was conducted. The event meets the limited investigation criteria and concludes that the increased seizures is due to patient physiology contributing to the event. The explanted device has not been received to date. No other relevant information has been received to date.